Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to loss of capture. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection demonstrated 10 cm distal to the is-1 connector pin, in the region of the suture sleeve deformations of the outer and inner conductor coils. In this region the insulation was damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Furthermore, cuts in the insulation were observed which most likely resulted from the explantation procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.